Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that during an implant procedure, this pacemaker was implanted in the patient and while the physician was closing the pocket oversensing of noise was observed on the right ventricular (rv) channel. Noise could be reproduced by device manipulation. The rv lead was removed from the device and re-inserted but noise was still evidence. The physician decided to explant and replace the pacemaker. With a new pacemaker implanted, no noise was observed on the rv channel. No additional adverse patient effects were reported.